Manufacturer narrative:
Model number/catalog number: sc-2352-50, serial number: (B)(4), batch/lot number: 17186301, model/catalog description: linear 3-4 lead 50 cm. Model number/catalog number: sc-1112, serial number: (B)(4), batch/lot number: 16050538, model/catalog description: precision ipg kit.

Event description:
A report was received that the patient's leads may have been damaged following a physical altercation where the patient's back was injured. It was noted that the patient received a message on the remote that the battery with two wires looked broken.

Manufacturer narrative:
Additional information was received that the patient had high impedances and was reprogrammed using the good contacts. It was noted that the patients coverage was still inadequate but patient was doing better.

Event description:
A report was received that the patients leads may have been damaged following a physical altercation where the patients back was injured. It was noted that the patient received a message on the remote that the battery with two wires looked broken.